Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the pacemaker and right ventricular (rv) lead exhibited intermittent capture in bipolar configuration in 6.5 volts(v) at 1 milliseconds (ms). Lots of noise were noted and were marked as ventricular tachycardia (vt) events in the logbook. A lead insulation break was suspected. The patient has underlying rhythm at 40 beats per minute (bpm). The shock impedance measurement was at 170 ohms. Lead configuration was changed to unipolar configuration and was getting 1.3 v at 0.4 ms. Lead testing and fluoroscopic evaluation did not indicate any significant findings. Subsequently, the lead was surgically abandoned and the device was upgraded to a biventricular pacing device. No additional adverse patient effects were reported.